Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to damaged usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver having no power. Functional tests were not performed due to the receiver not powering on. The receiver log was not downloaded due to usb connector damage. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.